Event description:
It was reported, the device was used during a laparoscopic cholecystectomy, went to clip over the "structure" and after 4 clips were deployed, one clip was deployed over another one. The device made a crunching sound would not fire any more. Another one was used and after a minimum of 5 were fired another clip was clipped over a clip and after this happened the clip applier was not working. When firing the 6th or 7th clip, there was a scissored clip and a pear shaped clip. Another device was used to complete the case. There was no consequence to the pt.